Event description:
It was reported that the implanted defibrillator withheld detection for a period of time before terminating the arrhythmia. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the actual product was not received for evaluation. We did receive performance data collected from the device and analyzed the data. The save to disk primary finding noted no anomalies were found. Concomitant medical products: 5076-52, implantable pacing lead, (B)(6) 2011; 694758, implantable tachy lead, (B)(6) 2011. (B)(4).